Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during product inspection prior to a surgical procedure at the user facility there was foreign material in the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during product inspection prior to a surgical procedure at the user facility there was foreign material in the sterile packaging of the device. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.